Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Upon further review, there was no report of a deflation issue; therefore, this should not have been reportable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch number.

Event description:
It was reported that a 2.75x12mm xience pros stent delivery system was not able to advance through an unspecified 6f guiding catheter. It was observed that the balloon of the stent seemed to be inflated. Therefore, a second unspecified xience pros stent delivery system was taken and same observation concerning the balloon was noted. There was also resistance felt in the unspecified 6f guiding catheter. The guiding catheter was changes to another same size 6f and same xience pros was re-advanced without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.